Manufacturer narrative:
The product has been investigated in the lab of the manufacturer w/the following results: during testing the product for tightness a crack on the blood inlet connector of the oxygenator was detected. The event report of complaint #(B)(4) was not describing this issue. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to q.a. Management for review and determination of applicable investigation. Due to this, no further action will be completed at this time.

Event description:
Investigation results out of complaint (B)(4) (8010762-2015-00432) the product has been investigated in the lab of the manufacturer w/the following results; during testing the product for tightness, a crack on the blood inlet connector of the oxygenator was detected. (B)(4).